Event description:
It was reported that during interrogation the pulse generator exhibited telemetry and marker anomalies. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.